Event description:
The device was returned to the service center for a report from the customer contact that the "unit fails self test/start-up with n187 negative distal occlusion error". This does not indicate a reportable malfunction. However, during verification testing at the service center, the distal pressure sensor calibration had drifted out of tolerance.

Manufacturer narrative:
A field service engineer perforemd testing at the user facility. During testing it was found the device distal pressure sensor had drifted out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.